Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. A novasure endometrial ablation was also performed during the procedure. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient had positive results with the procedure and no complications noted. The physician reported there was minimal urgency noted by the patient post-procedure. As of a follow up appointment on (B)(6) 2011, the patient reported vaginal discharge, and urgency had resolved with no other post procedural complaints. The uterus was found to be normal. The physician stated there were approximately 25 patient interactions (visits / phone calls) with the physician's office after (B)(6) 2011, with no procedurally related complaints reported. All other information is unknown and unavailable.